Event description:
Additional information was received from the initial reporter which noted the reported event (e103 error) occurred during preparation for use of a diagnostic procedure. The procedure was completed using the subject device. The device temporarily improved by turning the power on and off. The procedure was delayed approximately 1-2 minutes. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to b3, b5, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code (e103) and lamp not lighting was because of a converter failure . The root cause of the converter failure was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a converter failure, rust on the rear panel, rust on the fan and dust inside. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, a e103(lamp light-up error) displayed on the visera elite xenon light source. There were no reports of patient harm associated with this event.